Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was 90% stenotic, 10 mm in length and was located in the proximal left anterior descending (lad) artery. The physician used a 6fr introducer sheath, 0.01" guide wire and a jl4 guide catheter to access the lesion. The 0.014" guide wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician attempted the first run at low speed, but the device appeared to jump distally into the guide catheter. The physician was able to continue the first run and treat the lesion for 25 seconds. The physician then performed a second run at low speed, but again the device appeared to jump back into the guide catheter at the initiation of the run. The physician then performed two additional runs at low speed with no further issues. The oad was removed and post-atherectomy angiography revealed a perforation in the lad artery. Additionally, the patients hemodynamics started to decline and emergency measures were initiated. Pericardiocentesis was performed and a balloon was inflated across the perforation to tamponade. The patient recovered and the physician then deployed two stents across the perforation to resolve it. The patient was stable at the end of the procedure and transferred to the ICU for monitoring. The patient was discharged home three days later in stable condition. Additional information was requested, but was denied by the facility.